Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. After the implant, the patient had multiple runs of ventricular tachycardia (vt) requiring two cardioversions. The pump was repositioned and pulled back. After the repositioning, the patient had less ectopy, and support continued. Additionally, the impella had placement signal not reliable alarm. Staff received guidance to adjust ao signal. Support continued and patient is stable post issue.

Manufacturer narrative:
The investigation of vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. B1 product problem was erroneously selected on the initial manufacturer device report number 1220648-2024-14297. E4 should have been left blank on the initial manufacturer device report number 1220648-2024-14297 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact email revised on manufacturer device report 1220648-2024-14297 in accordance with updated procedures. G1 reporting contact fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2024-14297. H5 was inadvertently omitted on the initial manufacturer device report number 1220648-2024-14297. H6 medical device problem code 2917 was erroneously entered on the initial manufacturer device report number 1220648-2024-14297.